Event description:
It was reported that, "tka was infected. Surgeon cleaned out knee and did a poly swap."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Kept by hospital. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.